Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case FDA-2014-n-0736-2370, awareness date 03-nov-2015) which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007. The consumer reported she started with severe cramping, heavy bleeding and pain about a year and a half of implanting. From 2009 to 2014, she suffered from weight gain, fatigue, hair loss, severe allergies requiring many trips to the physician and allergist; she had brain fog, bacterial vaginosis, constant spotting, night sweats, bleeding after sex, pain in joints, severe bloating, metallic taste in mouth, heartburn, migraines, high blood pressure, swollen glands, excessive sweating, gluten sensitivity, swelling in legs and feet and ovarian cysts. Her allergist suspected a nickel allergy due to her symptoms. In (B)(6) 2014, she was having more pain than usual and her physician ordered an ultrasound and an x-ray. The ultrasound showed she had free fluid in her abdominal cavity and a chocolate cyst in her uterus. The x-ray showed that her coil had broken and was in the shape of a y inside the tube. On (B)(6) 2014, she went for a salpingectomy for removal of the essure device. During that surgery, the doctor found that she had stage 4 endometriosis, adenomyosis, and adhesions. She went back to have a hysterectomy with left oophorectomy on (B)(6) 2014. After these surgeries, all of the above symptoms/side effects have gone away. Product technical complaint (ptc) investigation and assessment were received: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and presented severe cramping pain about a year and a half of implanting. 5 years after insertion, she was having more pain than usual and an x-ray performed showed that her coil had broken and was in the shape of a y inside the tube. Then, she went for a salpingectomy for removal of the essure device. During that surgery, the doctor found that she had stage 4 endometriosis. These events, seen as pelvic pain, device breakage and endometriosis respectively, are serious due to medical importance and required intervention. Pelvic pain and breakage are listed, while endometriosis is unlisted in the reference safety information for essure. Although in this case, endometriosis could be an alternative explanation for this intense pain, considering the device was found broken in tube, a contributory role from the suspect insert for the reported pain cannot be totally excluded and given its nature, the device breakage is assessed as related to essure use. Since intervention was required to remove the devices, this case is regarded as incident. Based on available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.